Event description:
It was reported that the devices were used during a "t.e.p.". When fired, the device delivered malformed staples. Another device was used to complete the case. There were no pt consequences.